Manufacturer narrative:
The customer was provided with support and assistance from the ge healthcare service representative. The customer was advised to reconnect the data cable to the display. The customer reported they performed the recommended action and stated the issue was corrected. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction which may result in the loss of display. There was no report of patient involvement.